Event description:
The customer reported the system was intermittently displaying a regulator failure error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator batteries. System operates as intended. (B)(4).